Event description:
It was reported that a customer experienced no-flow before use of a large volume infusor. Only some drops of an unspecified drug would get through the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from june 6, 2014 to june 7, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.